Manufacturer narrative:
(B)(4). One (1) expedium quick-connect dual innie polyaxial screwdriver [product code: 2797-22-400, lot no: 0508mi] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was retained inside the hexlobe feature of the polyaxial screw. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. Device within hardness specifications. It should also be noted that the returned dual innie polyaxial screw [product code: 1797-22-155] indicated no evident device failures and as such per the MDR decision tree is considered to be a concomitant device that is not reported to have cause or contributed to the reported event. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, iliac re-fixation using expedium was done for a patient with pelvic fracture nonunion. After the bone was prepared with a probe (7mm) and a tap (9mm), when the surgeon inserted about 90% of the iliac screw (10mm), the tip of the screw driver was broken due to overtoque. The surgeon managed to remove the screw and re-inserted another screw without problem. The procedure was completed with a 15-minute delay. The broken tip stuck in the screw head was retrieved with the screw at the removal.